Event description:
The customer stated that she was treated by paramedics several times due to hypoglycemia. The customer's blood glucose reading was 48 mg/dl at the time of the report. The customer asked for assistance programming the insulin pump. The customer declined to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.